Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2014-01696 and 2134265-2014-01695. It was reported that pullback failure occurred. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross imaging catheter to visualize a lesion. It was noted that automatic pullback failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the hub and telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-01696 and 2134265-2014-01695. It was reported that pullback failure occurred. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross¿ imaging catheter to visualize a lesion. It was noted that automatic pullback failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.